Event description:
It was reported that during central processing, large suturecut needle driver (lsnd) cable was found broken or loose. There was no report of patient involvement. Intuitive followed up and obtained additional information. The instrument was last used in a pulmonary lobectomy. Instrument was inspected prior to use. There was no damage out of the ordinary. No collision issues and no grip issues. There was no pitch motion issue. No fragment fell in the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
During the visual inspection, the large suturecut needle driver instrument was found to have a loose grip cable at the distal end. A loose grip cable at the distal end is often caused by something else in the backend (broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the grip cables were found to be broken at the proximal end. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.